Manufacturer narrative:
One device was received for evaluation. Visual inspection found a buckling upstream occlusion (uso) seal. The uso seal was replaced. The uso sensor and downstream occlusion sensor were calibrated. The device then passed all functional tests. The service history review had no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the cassette not attached, that triggered an alarm. The event occurred during testing, there was no patient involvement.